Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission 04/28/2015. The pump has been returned and evaluated by product analysis on (B)(4) 2015 as follows: power reset events were observed in the black box on (B)(4) 2015. The pump powered on with the returned battery cap which was able to be fully tightened. The battery cap height and width measurements were found to be within specifications. A power loss was not duplicated. Unrelated to the initial complaint, the battery compartment was found to be cracked in the thread area and below the grip pad. The pump was exercised for 24 hours; there was no reboot, loss of power or call service alarms, and no "intermittent power" events duplicated during the investigation. The pump case was removed for further investigation and there was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had been rebooting and that there was a crack in the battery compartment. Reportedly, there was no damage to the battery cap which had been changed within 4 to 6 months as recommended, and there was no reported moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.